Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: use error: unable to observe since it is a medical event and is not related to the device. Additional observations: crease is observed. Broken device on radius side assessed as surgical damage. Missing shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional "accidently sutured an implant during implant surgery." Device not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional "accidently sutured an implant during implant surgery". Device not implanted.